Event description:
It was reported that the programmer was booting to a black screen. It was further reported that the hinge door holding the power cord was in need of repair and that a test and calibration procedure was requested. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was booting to a black screen and that the power cord bay door was damaged. The "get logs" and "get patient information" applications were executed for retrieval and archiving of device and patient information and the hard drive was reconfigured and the software reloaded as well as the power cord bay door and a noisy system fan being replaced. Product ID 229047 software analyzer. (B)(4).